Event description:
It was reported that during the lithotripsy procedure, the fiber broke. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis was not able to identify any body breaks. Microscopic inspection of the fiber tip indicated it was degraded with burn marks on the jacket. Fiber connector was in good condition; light was able passing through the face. No damages or defects were identified to the returned fiber. During product analysis, it was observed that the fiber tip was degraded. Laser fibers are consumable devices and expected to degrade with use. No observed defects were noted on the fiber, the console was able to read the fiber. The information available indicated that the procedure was completed with another fiber without patient complications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during the lithotripsy procedure, the fiber broke. Analysis of the returned fiber did not identify any fiber break. The procedure was completed using another fiber without patient complications.